Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified issue occurred. The sensor was inserted into the upper buttocks, which is off-label usage of the device. Data was provided for investigation. Confirmation of the complaint was confirmed via data. However, signal loss over an hour was found in connection to the allegation. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.